Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the issue resolved and the customer successfully filled the cartridge. Customer's blood glucose level was 130-155 mg/dl.